Event description:
It was reported that the user¿s ilet stopped dosing after the connected cgm was set to dexcom g7 while the user was attempting to use libre 3+, resulting in failure to pair and repeated scan errors, including ¿incompatible sensor,¿ until a replacement libre 3+ sensor was applied and successfully activated; the ilet then resumed dosing after a fingerstick entry of 203 mg/dl and confirmation of mobile device pairing. Symptoms included hyperglycemia. Outcomes included temporary suspension of automated insulin dosing. Investigation included guided troubleshooting of bluetooth pairing, cgm source selection within the ilet, sensor replacement, and device restarts. Investigation of this case revealed that an incompatible or incorrect libre sensor was initially attempted and that incorrect cgm selection on the ilet contributed to loss of cgm-data¿driven dosing. It was concluded, based on previously established findings for similar reports, that user setup and incompatible sensor selection caused the event.